Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is experiencing pain at the ipg site when stimulation is on or off. The pt also reported suffering a fall 2 years ago. The pt will consult with the physician on the next course of action.